Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased pacing threshold measurements one week post-implant. A chest x-ray was obtained and the rv lead found to be slightly tensioned though dislodgement could not be confirmed. A revision procedure was subsequently performed wherein the lead was repositioned without consequence. No adverse patient effects were reported. This lead remains in service.